Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon experienced unintuive motion while exchanging instruments. The universal surgical manipulator (usm) would drop down while swapping instruments. This motion would let the instrument drop down in the abdominal cavity when the surgeon prompted for staff to exchange instruments. This occurred while the sureform 60 stapler instrument was in use. No patient injury occurred. The surgeon stated this would happen regardless of having their head in or out of the surgeon side console (ssc,) or any instrument. There were no collisions or instrument/arm interference reported. No images or videos are available for review. The site does not plan on returning an instrument since this was a usm issue. Later in the procedure, the surgeon converted to open due to bleeding. The surgeon stated the bleeding had nothing to do with the unintuitive motion or the system; she was more comfortable addressing the bleeding in an open procedure. The conversion was based solely due to difficult patient anatomy, the tumor was larger than expected, and the conversion was based on the surgeon's preference. Minimal bleeding occurred and the bleeding was addressed during the open procedure. The procedure was converted to open.

Manufacturer narrative:
A field service engineer (fse) investigation was performed. Service was performed to correct the reported problem. Gravity comp / counter-balance calibration was performed on both master tool manipulators (mtm) on surgeon side console (ssc) (B)(6). Operational tests passed. No part replacement required. System inspected, tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.